Manufacturer narrative:
During follow up with the customer it was confirmed that there was no patient involvement. The customer reported replacing the power supply and the battery to resolve this issue.

Manufacturer narrative:
Patient information requested.

Event description:
The customer reported the power supply appears to have failed. Unit runs on battery but not on ac power; no ac indicator. No patient harm was reported.